Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high hvli and noise were noted. With the svc vector programmed off, shock impedance was in-range. At time of explant, a little air bubble was noted under the insulation between the rv and svc coils. The lead was replaced. The patient is in good condition after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.